Manufacturer narrative:
Additional narrative: patient exact weight is unknown; reported as a (B)(6). This report is for two unknown 6.0mm titanium distal locking screws. Implant date: (B)(6) 2015. A product investigation was completed: per the technique guide, the 6.0mm locking screw family (04.005.6xx) can be utilized for distal locking of the hindfoot arthrodesis nail. Once the nail is inserted the 6.0mm screws can be inserted into the two distal-most nail holes guided by the aiming arm (03.008.009). The returned screws were examined and the complaint condition was able to be confirmed as both screws broke approximately 27mm from their distal tips. Postoperative screw failure can be attributable to many factors including, but not limited to, malreduction, patient noncompliance and postoperative non-union. Relevant drawings for the returned implant were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device history review was unable to be performed as no lot numbers were provided. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a scheduled revision surgery for hardware removal due to a non-union caused by a quantity of two unknown 6.0mm titanium distal locking screws that broke in the hind foot 10mm titanium hindfood arthrodesis cannulated nail - ex 180mm/left arthrodesis nail. The patient had a hindfoot arthrodesis placed in (B)(6) 2015 and had been doing fine and ambulating. In (B)(6) 2015 the patient began to experience heel pain which radiated to the entire foot. X-rays were taken which revealed that he had two broken screws. On (B)(6) 2015, the patient underwent a revision surgery. All hardware was explanted and new hardware was implanted. This report is for two unknown 6.0mm titanium distal locking screws.

Manufacturer narrative:
This report is for unknown 6.0mm ti locking screw(s) ¿ quantity unknown. The original implant procedure took place on an unknown day in (B)(6) 2015. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2015 due to non-union and screw breakage. The patient was originally treated on an unknown day in (B)(6) 2015 with a hind foot arthrodesis nail, which included an unknown quantity of 6.0mm titanium locking screws. A mal-positioning of the implant, due to screw breakage, led to a mal-reduction of the fracture. The screw breakage generated fragments, which remained in the patient after the revision procedure. There was no surgical time delay noted; the procedure was completed successfully. This report is for unknown 6.0mm ti locking screw(s). This report is 1 of 1 for (B)(4).